Event description:
Per the clinic, the patient was explanted due to migration of the electrode into the mastoid cavity. The device was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)